Event description:
It was reported to philips that the device failed to recognize an installed test load and subsequently experienced a charge shock failure. There was no patient involvement.

Event description:
It was reported to philips that the device failed to recognize an installed test load and subsequently experienced a charge shock failure. There was no patient involvement.